Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is one of two for the same patient in the same week.

Event description:
Peritoneal dialysis patient reported a fluid leak. The peritoneal dialysis registered nurse (pdrn) clarified the patient noticed a fluid leak after completing treatment on the cycler. The patent¿s pdrn later confirmed that the patent¿s effluent was clear and the leak did not result in any adverse events. Prophylactic antibiotics were not prescribed. Patient did not miss any treatments. The set was discarded.